Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a red alert due to an isolated out of range pace impedance measurements greater than 2,000 ohms. The occurence of varying impedances are low and all other measurements were within normal limits. Boston scientific technical services (ts) discussed that this most likely was a benign anomalous measurement since there was only one reading above the threshold and that perhaps this was due to the patient environment. Technical service agreed with continued routine monitoring for this patient. The patient's right ventricular (rv) lead is a competitor's product. This device remains in-service.